Manufacturer narrative:
D4. Concomitant product UDI for cylinders is (B)(4) and for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. The ipp was explanted and replaced. No patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for cylinders is (B)(4) and for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. The pump passed the leakage test. The pump passed functional test. The reservoir was microscopically inspected, and leak tested. The microscope test revealed that the reservoir had a hole from sharp instrument damage. The cylinders were microscopically inspected, and leak tested. The microscope test found that both cylinders had a hole in the proximal end of the cylinder from sharp instrument damage. Leaks were identified in both cylinders from sharp instrument in the proximal end of the cylinder. The reservoir and cylinders exhibited a fluid leak due to a hole caused by tool or sharp instrument damage. Based on the information available and analysis results, the reported allegations of tube hole and mechanical issue could not be substantiated during the functional test, and no other fault conditions were identified. Therefore, a conclusion code of no problem detected was assigned to this investigation. The reservoir and cylinders exhibited a fluid leak due to a hole caused by tool or sharp instrument damage.